Event description:
Per the info provided to co through co's international rep, the physician/surgeon reported that the device was removed due to a "failure to inflate".

Manufacturer narrative:
Entire device was received and evaluated by MFR. Device passed all functional tests. However, during microscopic examination, two tubing tears were located in one of cylinders. Only one of tears compromised inner and outer layer of tubing. Thus, only one of tears resulted in leak. Cross sectional surfaces of this separation site were rough and irregular, indicating a tubing tear. A tubing indentation consistent with size, shape, and location of a tubing indentation caused by a connector appendage was noticed near this leakage site. Spacing between indentation and leakage site demonstrates that a connector appendage was located at leakage site. Other tubing tear compromised only outer layer of tubing, and therefore did not noticeably leak. Cross sectional surfaces of this separationsite were also rough and irregular, also indicating a tubing tear. An area of abrasion was located around this tear. Pump outlet tubes were received in a bent position. Tubes were noticeably bent superiorly (toward serialized outlet.) Positioning of received tubes, indicated that tubes were in a bent position for an extneded period of time while in-vivo. Based on received info and quality assurance's examination, qa concludes that a tubing tear, that would have leaked in-vivo was cause for reported failure to inflate. Futhermore, device's positioning while in-vivo most likely contributed to stres(es) at connector site causing tubing tear/leakage site.